Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a restricted posterior. The steerable guide catheter (sgc) was inserted into the left atrium without any issues. Upon inserting an xt clip (41106a1111), it got caught on the within the sgc and was unable to come out of the straddle position. Therefore, both sgc and the clip were removed and replaced. An xt clip (41106a1114) was inserted and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was removed and the procedure was discontinued. Mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported failure to advance in sgc was confirmed via device analysis. Additionally, the inner braided shaft and soft tip were observed to be peeled. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, observed peeled inner braided shaft and soft tip were likely due procedural circumstances. The investigation determined reported failure to advance in sgc may be related to a potential product quality issue. Therefore, exception (issue) 134684 was initiated to evaluate whether a product issue exists. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.